Event description:
Customer called to report a hospitalization due to low blood glucose. The current blood glucose reading is 64 mg/dl. The blood glucose reading at the time of the event was 53 mg/dl. Customer stated that the blood glucose level would decrease without reason. Customer experienced vomiting, upset stomach. Paramedics were called due to going low. While in the hospital the endocrinologist changed the basal settings, there were too high. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.